Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with kit flu a+b 30 test physician veritor false positives occurred. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: ts emailed customer with the flu questionnaire and followed up on the faulty kit return. Ts sent customer email with fedex label for faulty kit return. Fedex tracking (B)(4). Customer inquiry/problem: one of our sales reps called to report that a customer's flu kit was giving inconsistent results. Ts reached out to customer and was told that they are concerned because their flu kit was giving inconsistent results. Customer said that he would provide details via email since they are extremely busy in their clinic right now. Ts sent customer email with flu questionnaire. It was reported that a customer's flu kit was giving inconsistent results.

Manufacturer narrative:
H6: investigation summary this memo is to summarize the investigation results regarding your complaint that alleges discrepant results (customer's flu kit was giving inconsistent results) when using kit flu a+b 30 test physician veritor (material # 256045), batch number unknown. Bd quality performs a systematic approach to investigate discrepant results (customer's flu kit was giving inconsistent results) complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The reported issue was unable to be confirmed. There are no current trends against discrepant results (customer's flu kit was giving inconsistent results). Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported while testing with kit flu a+b 30 test physician veritor false positives occurred. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: ts emailed customer with the flu questionnaire and followed up on the faulty kit return. Ts sent customer email with fedex label for faulty kit return. Fedex tracking (B)(4). Customer inquiry/problem: one of our sales reps called to report that a customer's flu kit was giving inconsistent results. Ts reached out to customer and was told that they are concerned because their flu kit was giving inconsistent results. Customer said that he would provide details via email since they are extremely busy in their clinic right now. Ts sent customer email with flu questionnaire. It was reported that a customer's flu kit was giving inconsistent results.